Manufacturer narrative:
Inspected one opened or used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Event description:
It was reported that insulin from the bottom and top of the reservoir leaked into the reservoir compartment. The blood glucose reading was over 600mg/dl. It was stated that the customer change the reservoir three times and the third reservoir did leak while bolusing. The mother mentioned that her son was in the emergency room during the weekend with large ketones and his blood glucose was out of control. The caller requested a replacement. The mother also mentioned that sometimes the cannula was perfectly straight, but there were times when the cannula was bent. No further information was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.